Event description:
It was reported during follow-up that a patient was presenting with radicular symptoms. It was determined (by the surgeon) via x-ray that a shim had migrated posteriorly and did not appear locked. The initial procedure was performed at l5-s1 and it was noted that the shim may not have been locked. A revision was accomplished several weeks later in which the surgeon removed the shim and not the shell. The shell was left in the disc space and surrounded and filled with bone graft. The removed shim was not returned to the manufacturer to review for a defect.